Event description:
It was reported by service report that the stretcher had a broken weld on the right side rail where the locking spindle attaches to the litter frame and the side rails cannot be latched up. No pt involvement or adverse consequences are reported.